Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is considered confirmed although no x-rays with the broken plate, or the actual plate was received. Post operative x-rays show that proximal tibia plate was used in conjunction with what appears to be a depuy locking large fragment plate to repair fracture in patient with unknown knee implant. The fracture is not reduced. The plate does not appear to be in contact with the bone. A review of the complaint history for the all alps proximal tibia plates (8162-35-xxx) conducted on 12 aug 2011 indicates (B)(4). The product family was released for sale in jan 2010. Based on the complaint history, no systemic manufacturing or design defects are indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address a broken proximal tibia anatomic locking plate. It was noted that the pt began weight bearing 90 days after implant, and that it is not known why the plate broke.